Event description:
It was reported that during an unknown procedure, the device did not cut nor suture properly. It only sutured the lateral wall of the rectum cutting the purse string as well. The case was carried out by hand suturing. No adverse pt consequences reported.

Manufacturer narrative:
Date sent: 02/27/2009. Information anticipated, but unavailable at this time.